Event description:
It was reported that during the procedure, the fiber broke in half. The break occurred at the level of the surgeon's right arm, and the laser energy penetrated the sleeve of the gown burning the surgeon's right arm. It was noted that the fiber was being used at 12hz and 1.2j when it broke. There were no further complications reported.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code

Event description:
It was reported that the laser fiber broke in half outside of the patient, at the level of the surgeon's right arm, without any machine error or warning signs. The laser energy penetrated the sleeve of the gown and burned the surgeon's right arm at the point where the fiber broke. It was noted that the fiber was being used at 12hz and 1.2j when it broke off. There were no further complications reported.